Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customers mom assisted in addressing the elevated blood glucose with a manual dose injection. A systems check was performed with tandem technical support and no issues were identified. The customer changed pump supplies and resumed insulin therapy.